Event description:
It was reported that an asymptomatic patient presented in clinic with non- sustained ventricular oversensing. Review of the episode showed far p-wave oversensing. Programming changes were made and follow up continued via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.